Event description:
Paramedics responded to a person described as in cardiac distress. The device was connected to the pt for cardiac monitoring. According to the reporter, when the on button was pressed the device alarmed "low battery", powered down and would not power up. A backup device was immediately called for and used to diagnose the pt was in ventricular tachycardia. The pt was transported to the hosp and no adverse affects to the pt were reported as a result of the alleged malfunction.